Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge while pumping. A new cartrdige was successfully loaded onto the pump to address the alarm. Additionally, the customer reported that the insulin gauge was inaccurate, however declined assistance from tandem customer technical support regarding this issue. The customer's blood glucose level was 290 mg/dl.